Event description:
It was reported that the customer had a motor error alarm on the insulin pump. No further details given.

Manufacturer narrative:
Findings: unit unable to prime during the prime/a33 test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker.